Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had swollen to twice its size. The patient is concerned there is an infection. Records indicate that no appointment for a clinical evaluation has been scheduled to date. No further information has been reported.